Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was noted that the left ventricular (lv) lead was dislodged. The lead was capped and replaced. During the revision procedure, the device was prophylactically replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2018-01751.